Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: see cer (B)(4) .

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: see cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: see (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. A detailed investigation was performed by an expert from the technical service: within the event log "oxygen supply failed" was not only logged on the date of event 27.11.2023 but already on (B)(6) 2023. No error could be detected in the course of the investigations of (B)(4); the issue could not be reproduced, and a root-cause could not be determined. The device was updated to software version 1.2.3 and software update was performed. In this case there was no patient harm but if - in a worst case - the oxygen supply is interrupted a deterioration of the state of health of the patient cannot be excluded. Therefore, this case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: summary: oxygen supply failed.